Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on further review. Manufacturer report number 3002808148 - 2024 - 02753 was submitted erroneously. That report duplicated the information found in this manufacturer report number 3002808148 - 2024 - 02503. No additional information will be provided for the erroneous, duplicate report. All investigation findings and conclusions will remain on report 3002808148 - 2024 - 02503.

Event description:
It was reported, the field service engineer (fse) was called onsite for an inspection of the video system center. The fse found that the device had no image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 (remove company representative) additional information added to field d9, h3, h4, h6, h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the image was not displayed due to failure of printed circuit board on the patient board set. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.